Event description:
Previous medwatch submission noted device handling problem. Upon further information, allergan has determined that the event of device handling problem did not occur.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant removal from textured to smooth due to the concerns of the product.

Event description:
Healthcare professional reported a right side "implant removal from textured to smooth due to the concerns of the product" and "the device was implanted after the expiration date of the device". Device has been explanted.